Event description:
It was reported that one day post implant, the right atrial lead exhibited a drop in p wave. A fluoroscopy was performed which revealed no major changes, so the physician suspected a micro-dislodgement had occurred. The lead was successfully repositioned and the patient would continue to be monitored. The patient was in stable condition before, during and post surgery.